Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Two samples were returned, and both had the same part number and same lot number. The returned samples were received in unused condition with its original packaging inside plastic bag. As per the visual inspection, the sample units do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. As per the functional testing, sample units were filled with colored water using a syringe to detect any leakage. There was no leakage observed during functional testing and the reported issue was not confirmed. Therefore, complaint could not be confirmed. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause could not be determined as the reported issue and complaint was confirmed.

Event description:
It was reported that during cassette filling, the nurse detected leakage of the medication from the bag. The nurse changed the cassette to resolve the reported issue. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07732 is no longer considered reportable, please disregard any MDR reports associated with it.